Event description:
Product analysis was performed on the explanted generator and the reported end of service was not confirmed. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up found that the patient was set back to his previous settings of 2.25ma, 20 hz, 250 microseconds, 30 seconds on, 0.8 minutes off, 2.5ma magnet output current, 250 microseconds magnet pulse width, and 60 seconds magnet on time per the surgeon's request as a lead revision was not performed due to lack of patient consent. A lead revision has not been scheduled to date.

Event description:
No lead revision surgery will be planned or performed on this patient.

Event description:
On (B)(6) 2012 a vns treating physician reported that he was having difficulty checking his patient's impedance and that the final system diagnostic test he performed showed results of high impedance and a dcdc code of 7. During review of internal programming history it was noted that the patients system diagnostic test showed high lead impedance and had been performed on (B)(6) 2011. It is not known if the patient had any fall or injury preceding this event at this time. It is unknown if the patient's device is disabled. It is unknown if any surgical interventions are planned. Attempts are being made to obtain further information; however no additional information has been provided at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow up with the physician found that a chest x-ray was performed on (B)(6) 2012 and the patient was scheduled to see the surgeon for battery replacement on (B)(6) 2012. The chest x-ray impression was: "vagal nerve stimulator leads not seen beyond the left posterior 1st rib. This is similar to the prior examination." His previous chest x-ray was done on (B)(6) 2008 and documents the presence of the vns but does not comment on the leads. No additional information was provided. The patient's generator was explanted on (B)(6) 2012. It is unclear if the replacement was done prophylactically or due to end of service as both reasons were provided. The patient's lead was not replaced at this time as there was a miscommunication on reason for surgery. The surgeon was informed of the battery replacement, but not the high lead impedance. Therefore, he had not prepared the patient for a lead revision prior to surgery and stated that he would not replace the lead during the generator replacement surgery. The surgeon stated that he would discuss the lead replacement with the patient in the future. The generator was returned on (B)(6) 2012 and is pending product analysis.